Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: no image shown on monitor. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to bad cable and connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported blurry image, involving an olympus camera head. There was no patient injury reported.